Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test; the motor passed the motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone by customer's mother that the customer experienced high blood glucose and pump alarmed motor error. The customer experienced high blood glucose of over 600mg/dl, made an attempt to treat and pump alarmed. Customer was unable to complete pump rewind due to pump alarm. The customer was advised the pump will be replaced. Customer declined high blood glucose troubleshooting. The customer was advised the pump will be replaced.